Event description:
It was reported that there was a sensor anomaly. The caller did not provide the blood glucose reading. The sensor user inserted the sensor, but the minilink transmitter did not flash. The user then removed the sensor and inserted a new one, but the issue persisted. It was reported that when the sensor was removed, no electrode was found. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.